Event description:
It was reported that the patient presented post inferior st segment elevation myocardial infarction (stemi) in sudden death experienced at home with cardiopulmonary resuscitation in progress. He was shocked 5 times prior to arriving at the hospital and approximately 10 more times at the hospital. The patient was taken emergently to the cardiac cath lab where a clot was seen in the 80% stenosed mid right coronary artery. Thrombectomy was performed and a 4.0x33mm xience prime stent was successfully implanted without issue. The intervention was deemed successful, but the patient died from a reperfusion dysrhythmia. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains implanted in the patient and the delivery system was, reportedly, discarded. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause cannot be determined, this incident contained a patient effect with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.